Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter hub, hypotube and collar. The distal shaft was not returned for analysis. The hypotube and collar were microscopically and tactile inspected. Inspection revealed a complete separation at the collar and there were numerous kinks in the hypotube. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 08-feb-2018. It was reported that difficulty in advancing the guidezilla occurred. The tightly stenosed target lesion was located in the left circumflex artery (lcx). A guidezilla¿ guide extension catheter was selected for use. The lesion was cannulated using a 6 fr non bsc catheter and a 0.014 inch guidewire parked distal to the lesion. After vessel pre-dilatation was done, guidezilla was then used to facilitate delivery of the stent, however it was noted that difficulty in advancing the guidezilla was felt. The device was removed. No patient complications were reported and patient's status was stable. However, device analysis revealed a complete separation at the collar.